Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: inflow fraft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosis.additional text: inflow cannula.specific component(s) involved: inflow graft malfunction/malposition.additional text: adhesions.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump.implant device type: lvad.